Event description:
It was reported that the pump battery "doesn't charge like it used to." There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.